Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room and hospitalized due to high blood glucose on (B)(6) 2021 for 3 days till (B)(6) 2021 with blood glucose of 400 mg/dl. The customer's current blood glucose was 242 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin pump, manual injection, insulin pen, intravenous insulin pump. Customer had been using insulin pump system with in 48 hours of high blood glucose. Auto mode feature was used at the time of event. Customer stated insulin pump was not working and it died. The insulin pump will not be returned for analysis.